Manufacturer narrative:
Summary: bd has been provided with a picture of the affected sample to investigate for this record. A leakage through the plunger rod was observed verifying the reported issue. We conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Conclusion: sample evaluation we have been provided with a picture of the affected sample. A leakage through the plunger rod was observed in this provided sample. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (october 3 - 5th, 2017). Syringes were assembled in machine, nº4252, and nº4251, in lot #7269127 (october 2 - 24th, 2017) and lot #7244146 (september 4 - 17th, 2017). Research has found no problems, defects or qn related to the reported issue were found. We have also reviewed the barrel lots #7244052, #7269061, and #7271031, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7251469, #7244053, #7237230, #7211171, #7234129, #7282420, #7269060, and #7258045 and no problems, defects or qn related to the reported issue were found. Root cause: root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: we have been provided with a picture of the affected sample, which presented a leakage through the plunger rod. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that a nurse found blood leaking from the barrel of a bd 20 ml discardit¿ ii syringe with needle during hemodialysis. There was no report of exposure, injury or medical intervention.